Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient reported receiving inaccurate cgm readings after applying a new sensor on her arm. She stated that both her mobile app and receiver displayed glucose values around 70 mg/dl on several occasions, despite her experiencing symptoms consistent with hypoglycemia. No fingerstick confirmation or medication was administered at that time. At approximately 3:00 a.m., the patient reported losing consciousness. Her daughter called emergency medical services. Upon arrival, paramedics obtained a fingerstick bg measurement of 28 mg/dl, while the cgm displayed an estimated glucose value (egv) of approximately 70 mg/dl. The patient had regained consciousness but reported being unaware of her surroundings. Paramedics administered IV glucose and transported her to the emergency room. She was accompanied by her daughter, son, and husband. In the ER, a fingerstick test showed a bg of 38 mg/dl. The patient was unaware of the corresponding egv at that time. Additional IV glucose was administered. The patient reported that calibrations had been performed prior to the event; however, these did not correct the cgm readings. The patient remained hospitalized for approximately 24 hours and was discharged on (B)(6) 2026. At the time of discharge, the final documented bg reading in the ER was 132 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid was taken when the paramedics arrived. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was in the hospital and upon discharge. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.